Event description:
Customer reportedly obtained results of 431mg/dl and 141mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Info suggests comparison was performed within the home. Advantage test system: strip lot 549503, exp 2/29/08, cat/04388186001.

Manufacturer narrative:
Suspect device is comfort curve test strips.